Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: left unknown mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent primary breast augmentation with unknown mentor saline prostheses. Post procedure, the following was diagnosed via self-examination: back pain, chest pain, shortness of breath, dizziness, bilateral breast hardening, and tenderness of left breast. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018. This report is for the right breast prosthesis.

Manufacturer narrative:
On 6/21/2018, additional information was received that significantly changed the event description. On 6/22/2018, the following information changed upon clinician's review: date of event: (B)(6) 2007, patient age at the time of event: (B)(6), (B)(4). Concomitant products: right unknown mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient who underwent bilateral breast prostheses implantation with unknown mentor textured saline prostheses in 2006 developed back pain, chest pain, and bilateral breast hardness. It was determined that the patient had bilateral capsular contracture (baker grade unknown) that also resulted in distortion of the breasts. The patient underwent left breast capsulectomy on unknown date and bilateral removal without replacement on (B)(6) 2018. The capsulectomy procedure resulted in breast cyst fluid collection and the patient underwent aspiration of left breast cyst on (B)(6) 2018. The aspiration fluid was tested, but the results were not made available. However, no malignancy was reported. The patient also reported shortness of breath, chronic pain in chest, back, shoulders, nausea, loss of appetite, fatigue and feeling tired all the time. The patient reported that she is still recovering from procedure to remove the implants. This report is for the left breast prosthesis.